Event description:
A pt had a foley catheter and while in bed reported the bed being wet. Upon inspection, it appears the balloon deflated and the catheter fell out of the pt. FDA safety report ID# (B)(4).